Manufacturer narrative:
Combination product: yes.

Event description:
An synsiro drug-eluting stent system was selected for treatment. During unpacking the stent dislodged from the balloon.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has been inflated. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was crimped in between the two radiopaque markers at the time of delivery. Also, the hypotube was found kinked at the distal end of the kink protector and just proximal to guide wire exit port. The stent protector and the stent were not returned. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material relate root cause could be determined.